Manufacturer narrative:
The account adjusted the CPR linkage assembly to resolve this issue with the bed. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The account alleged the head section was drifting down on this bed. No patient impact.